Event description:
It was reported that the patient experienced hyperglycemia to 222 mg/dl after overtreating a prior hypoglycemic episode while using the ilet system, constituting a user handling issue rather than a device malfunction. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and a usage problem identified, characterized as an improper or incorrect procedure with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial